Event description:
A physician reported that the tip of the trocar was found broken during cataract/vitrectomy combination surgery. The customer did not notice it during the surgery, but when went to pull out the trocar to end the surgery, he felt strong resistance, so he checked and found that the tip had been broken. The surgery was completed after replacing the product with new one. There was no patient harm. Following submission of the initial report, it was determined that the information provided for this event ¿the tip of the trocar was found broken¿ (the event code has been changed to trocar broken or cracked) does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury.

Manufacturer narrative:
Following submission of the initial report, it was determined that the information provided for this event ¿the tip of the trocar was found broken¿ (the event code was trocar broken or cracked) does not represent a reportable device malfunction and it is not likely that a recurrence would result in serious injury. The initial report was submitted in error. No further reports will be scheduled under mfg report num. 1644019-2024-01431. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip of the trocar was found broken during cataract/vitrectomy combination surgery. The customer did not notice it during the surgery, but when went to pull out the trocar to end the surgery, he felt strong resistance, so he checked and found that the tip had been broken. The surgery was completed after replacing the product with new one. There was no patient harm.